Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to migration of the right lead. The patient underwent an explant procedure wherein the right lead was removed. The patient was doing well postoperatively.